Event description:
Same case as 6000093-2005-00509. Post coronary drug eluting stenting treatment procedure, the patient experienced sensitivity to medications. The taxus express2 3.5x12mm and 3.5x8mm drug eluting stents were placed in 2005. The patient has experienced increased sensitivity to medications since having the stents placed. Patient has been taken off of aspirin and plavix and is experiencing increased sensitivity to patient's thyroid and zantac medications. Multiple attempts to reach the patient and the physician have been unsuccessful.